Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not prefer the site of the implantable pulse generator (ipg) as it was uncomfortable to sit and charge. The patient underwent a procedure wherein the ipg was replaced, and the pocket site was revised. The patient was doing well postoperatively and the explanted device was kept by the medical facility.